Event description:
A new catholon was started on left arm at cephalic vein at 12 noon. After one dose of antibiotic, erythema was noted - at 12 noon on 12/26 the area was a darker red with bruised area noted.